Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional stress testing with a known good test set up without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the log observed peep leak, low o2 supply fault, and patient disconnect alarms. However, these advisories are not necessarily an indication of device malfunction. This investigation is being closed as no fault found with the device. No trend is associated with reports of this type.